Event description:
It was reported that the asymptomatic patient presented for a right ventricular lead revision procedure on (B)(6) 2017 due to lead noise. The lead noise had been noted at some point a year prior and the physician had elected to monitor it until it increased in frequency. The lead was capped and replaced without incident. The patient was stable following the procedure.